Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-op diagnoses: recurrent herniated disk l4-5, right. For which, patient underwent following procedures, lumbar laminectomy and diskectomy, l4-5; history of spinal fusion, bone morphogenic protein and bone graft, l4-5; spinal instrumentation with instrumentation, l4-5. Per op notes, at l4-5, bone morphogenic protein along with bone graft was packed in the posterior lateral elements. Patient tolerated the procedure well without any intraoperative complications. Patient also presented with following pre-op diagnoses, recurrent herniated nucleus pulposus, l4-5, right with intractable sciatica. For which, patient underwent following procedures: l4-5 laminectomy and facetectomy, foraminotomy with removal of recurrent disk herniation. Pedicle screw fusion and fusion l4-5. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.